Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the time to get to 100% charge can widely vary and that sometimes it will take an hour or more and sometimes it will be as short as 5 minutes. They easily get 8 coupling bars. It was also reported the patient has high impedances involving 1 and 3, but they were not being used in programming. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the cause of the recharge duration time fluctuation was not determined and it was unknown if it had been resolved.